Event description:
I have natrelle silicone inspira implants. I've had breasts pain on and off. Nodules formed on my thyroid. Hair loss. Arthritic wrist pain. Constant bloating, blurry vision, anemia, hunch back with slight curved upper spine. Fatigue, hard time losing weight, inflammation. FDA safety report ID# (B)(4).